Event description:
During the sij fusion procedure, the joint was noted to be sclerotic and the cutting element of the first decortication instrument broke while in the joint. The surgeon tried to remove the fragment, but was unsuccessful. The procedure continued, and the fragment was moved to the dorsal part of the joint through use of the remaining decorticators. It was decided to leave the fragment within the joint.